Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op incision site complication and additional surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR reports the ae of incision site complication. An additional MDR was submitted to report additional ae of infection. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral revision reduction; superior pedicle using a full vertical and horizontal t incision. Two pieces of galashape (galaflex 3d) were used. No concomitant procedures were done. On (B)(6) 2018, right incision site complication was reported. Patient had additional procedure of small revision of 2-3cm incision on right breast. Resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the incision site complication as likely related to the device and serious.